Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump and the controller were not returned for evaluation. Log file analysis revealed two controller power-up events, without an associated motor start event, logged on (B)(6) 2022 at 08:20:43 and 08:21:01. The data point prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 61% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for a maximum of 30 seconds. Following the power-up events, one (1) vad stopped alarm was logged at 08:22:09, indicating a failure of the pump to restart after multiple attempts. Several additional controller power-up events were logged between 08:22:30 and 08:23:20, likely during troubleshooting of the vad stopped alarm. Following the power-up event at 08:23:20, a successful motor start event was logged at 08:23:25. As a result, the reported event was confirmed. The vad was not in scope of fca cvg-21-q3-21. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after multiple attempts. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Based on the available information, the most likely root cause of the initial losses of power can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19, c23 h6: FDA conclusion code(s): d11, d10 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model#: 1420/ catalog#: 1420/ expiration date: 30-jun-2021 / serial #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 16-jun-2020, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that following an accidental double power disconnect by the patient, the ventricular assist device (vad) did not immediately restart. Log file review indicated a vad stopped alarm and an unexpected loss of power on the controller. The vad did restart after the patient connected the ac adapter. The vad and controller remain in use. No patient complications have been reported as a result of this event.